Manufacturer narrative:
As reported, during the procedure, while securing the mesh, the optifix straight fastener did not hold and fell off. The evaluation of the returned sample finds for bent guide wire and backup tabs. The reported failed to fixate are a known result of bent guide wire and backup tabs. The components are found to be bent from applied forces while in use. No manufacturing anomies were found. The precautions section of IFU states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue." A review of manufacturing records was performed and found that the device was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic umbilical hernia repair, the fasteners did not hold and fell off while the ventralex mesh was being fixated to the abdominal soft tissue using the optifix fixation device. It was noted that the first three fasteners were fixated with the mesh, the subsequent three did not fixate and became loose. The loose fasteners were removed from the patient's body, resulting in loss of operating time. Another device was used to complete the procedure. There was no patient injury.